Event description:
Na.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of leakage at adapter tubing junction was not confirmed upon inspection of the sample. Instead, the defect of needle through catheter was observed, which can cause leakage. Analysis of the sample showed that the needle of the device was through the catheter wall. Bd determined that the cause of the failure was likely associated to misuse. It is possible for improper handling of the device to result in the reported defect. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/prn bl 22ga x .75in leaked. During use, leakage from the extension tube was found. The number affected is 1. A green claim is required. A complaint reply letter and a complaint acceptance letter are required. Samples can be returned and photos can be provided.